Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had an irritation and itching under the te pads. The patient reported she has used neosporin, calamine lotion, and aloe vesta topical, but none have provided relief to the irritation. The patient reported during a follow-up that she had already reached out to a doctor and is implementing their suggestions, but it did not help. The patient did not state what was suggested by the doctor. During further follow-up, the patient stated her condition had not improved, but she would just deal with it. The final medical outcome of the irritation is unknown because the patient did not want further follow-up.